Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient experienced leakage coming from the cannula on (B)(6) 2026. The patient replaced infusion set, and resumed insulin successfully. No further information available.

Manufacturer narrative:
Patient city: (B)(6), patient country: united kingdom. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.